Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced wound dehiscence which lead to a suspected infection approximately ten days post-implant. The entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted and was replaced at a later date. No further patient complications have been reported as a result of this event.